Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by severe abdominal pain and anemia. On the same day of onset, the patient was hospitalized for peritonitis. The cause of the peritonitis event was unknown. The patient was treated with intraperitoneal vancomycin and fortaz (doses and frequencies not reported) for peritonitis. The patient was recovering from the event of peritonitis and was discharged from the hospital ten days after admission. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.